Manufacturer narrative:
Manufacturing site evaluation: reference code sw971k. Device name activ l sup. Plate size s 6°/spikes. Serial number n/a. Batch number 52460928. UDI device identifier (B)(4). UDI production identifier (B)(4). Basic UDI-di n/a. Unit of use UDI-di (B)(4). Manufacturing date 07.09.2018. Reference code sw970k. Device name activ l inf. Plate size s 0°/spikes. Serial number n/a. Batch number 52463150. UDI device identifier (B)(4). UDI production identifier (B)(4). Basic UDI-di n/a. Unit of use UDI-di (B)(4). Manufacturing date 07.09.2018. Reference code sw965. Device name activ l pe-inlay 8.5mm. Serial number n/a. Batch number 52494933. UDI device identifier (B)(4). UDI production identifier (B)(4). Basic UDI-di n/a. Unit of use UDI-di (B)(4). Manufacturing date 18.02.2019. Reference code sw971k. Device name activ l sup. Plate size s 6°/spikes. Serial number n/a. Batch number 52435576. UDI device identifier (B)(4). UDI production identifier (B)(4). Basic UDI-di n/a. Unit of use UDI-di (B)(4). Manufacturing date 25.05.2018. Up to now, there are no products available for analysis. Investigation: failure description. No product at hand. Investigation: no product at hand. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. There is one similar complaint against lot number 52435576 (sw971k) at hand. Explanation and rationale: due to the circumstances we do not receive any devices for investigation and the lack of information it is not possible to determine a definitive conclusion and root cause for this failure. The x-ray picture gives us no hints for any problems. Conclusion and root cause: due to the current deviation and according to the rationale, the root cause of the problem is most probably patient and usage related. Because there are no products and only minor information available, a definitive root cause analysis is not possible. Following causes are possible: · wrong system configuration selected by the user. · wrong implant size chosen by the user. · design layout unsuitable. · inadequate patient behavior. · maybe implant not in the correct position. · not the correct system for the purpose. Corrective action: according to (B)(4) (corrective action & preventive action) there is no CAPA necessary.

Event description:
It was reported that there was an issue with sw965 - activ l pe-inlay 8.5mm. According to the complaint description, this was a 2 level activl implantation about a year ago, and today was supposed to be a 2 level removal. However the exposure surgeon could not get the iliac vein off of the implant at l4/5, so today ended up being a 1 level removal at l5/s1, with a wait and see, follow up with the patient. Surgeon said the implant at l5/s1 looked to be "twisted" from original implantation position. The chief complaint is low back pain, intermittent right calf pain and cramping. She states that her pain radiates into bilateral lower extremities. After surgery the patient plans to recover at home with family. The patient was not a part of any extraneous activities. The patient required injections and pain management due to chief complaint of pain. A revision surgery was necessary. Additional information was not provided nor available / was not available. The adverse event is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2020-00345 ((B)(4) + sw971k). 9610612-2021-00067 ((B)(4)+ sw970k). 9610612-2020-00464 ( (B)(4)+ sw971k).